Event description:
During a liver transplant, two belmont machines malfunctioned, the second belmont malfunctioning while the patient was anhepatic. Overheated/smoke. Ref report: mw5172003. Pt code: 4582. Device codes: 1585, 1437.